Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information become available, a follow-up report will be submitted.

Event description:
This is a report of peritonitis in a subject coincident with dianeal therapy for peritoneal dialysis (pd). It was not reported if pd therapy was ongoing. The subject had a fever after the catheter implantation. Remedial treatment with norvancomycin 0.4 gram IV daily and meropenem 0.5 gram IV every 12 hours was started. Seven days later, norvancomycin was stopped and five days after that, meropenem was stopped. The subject was discharged from the hospital. The patient recovered from this peritonitis event.